Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent and asymptomatic patient received an alert for high, out of range pacing lead impedance. The impedance had suddenly jumped and there was loss of capture. Lead fracture suspected. The lead was capped and replaced on (B)(6) 2017. There were no complications and the patient presented stable after the procedure.